Manufacturer narrative:
The manufacturer had previously reported that the power management board and internal battery were replaced due to battery charging issues. During final testing of device the unit failed a step during testing. The device's active exhalation control module was replaced to address the issue. The active exhalation control module was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation control module failing was due to the solenoid valve being stuck open.

Event description:
The manufacturer received information alleging a ventilator failed to charge its battery and a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery and power management board were replaced to address the issues.